Manufacturer narrative:
(B)(4). A service call was performed at the site and the evaluation could not identify any anomalies. Discussion with the site determined that the patient was not placed properly on the bed and location board as required for the enb procedure and that external equipment was closer to the system than allowed per user manual. The account manager provided refresher training on procedure set-up for the superdimension system. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Site reported they experienced difficulties in achieving an adequate registration of the patient's lungs during the superdimension procedure. The physician cancelled the procedure. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.